Event description:
It was reported to the arjohuntleigh representative that two caregivers were transferring the resident from her geri-chair to the bed using hoyer 600 passive lift. As they came to the edge of her bed, the top arm of the lift that the sling attaches to came loose from t he body/stand of the lift. The resident fell to the ground in her sling with the top arm of the lift falling across her abdomen. The caregivers reported the incident occurred so fast, neither one had time to attempt to catch the resident or break the fall. Resident was sent to the emergency room for evaluation and treatment. Evaluation of the resident revealed a non-displaced fracture l-2. The lift was left for the maintenance team for the repair. Ref MFR # 9681684-2015-00017.